Manufacturer narrative:
The reporter confirmed that no additional info was available for this event. Therefore, the root cause could not be determined.

Event description:
It was reported that the surgeon noticed a broken ceramic insert on the x-rays.